Event description:
It was reported that on (B)(6) 2026, that an indwelling cannon ii plus chronic hemodialysis catheter (chdc), originally inserted on (B)(6) 2026, exhibited cracking at the luer hub/fitting accompanied by blood oozing from the affected area. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." The affected catheter was removed and replaced with another device. No additional medical or surgical intervention was required.

Manufacturer narrative:
(B)(4).